Manufacturer narrative:
The customer requested assistance in obtaining alarm history for a patient. The customer did not allege a device malfunction. A review of the central station alarm logs indicated that on 11/29/14 for bed 10w07 from 17:43:41 until 18:40:47, there were 3 ***desat, 4 ***apnea, 2 ***vtach and 1 ***vfib/tach, all of which were silenced within seconds of occurring. There were also 4 ECG leads off, 2 ll lead off and 1 ra lead off alarms. There were several instances in which arrhythmia analysis was turned off, one time for 12 minutes, next for a minute and the third instance the arrhythmia analysis was turned off @18:40:47 but the logs end @10:43:20 on (B)(6) 2014 with no indication that arrhythmia analysis was turned back on.

Event description:
The customer requested assistance in obtaining alarm history for a patient. The customer did not allege a device malfunction. This is being reported as a serious injury. When asked about the patient, the customer stated that he was not able to share information. No further information is available.